Event description:
Two-piece surgical drain broke at the connection under the patient's skin prior to removal, leaving an internal drain fragment that could not be removed at the bedside. The drain was also noted to be missing the black dot which indicates where the stay suture should be placed.